Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose and low blood glucose level. The blood glucose reading was 400 mg/dl, 44 mg/dl. The current blood glucose was 140 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus. The auto mode feature was not active at the time of incident. The insulin pump was over delivering. The customer will continue to use the device.